Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: migration into uterus') and embedded device ('device was embedded in uterus') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included bupropion hydrochloride (wellbutrin) since 2012, gabapentin since 2012, hydrocodone bitartrate;paracetamol (norco), rosuvastatin, varenicline tartrate (chantix) since 2018 and vitamin d nos (vitamin d) since 2017. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In 2013, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). In 2014, the patient experienced pelvic pain ("pain"), dysgeusia ("other injury(ies) or complication please describe: nickel taste") and alopecia ("hair loss"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 6 years 5 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy(uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, embedded device and pelvic pain outcome was unknown and the migraine, headache, dysmenorrhoea, dyspareunia, dysgeusia and alopecia had resolved. The reporter considered alopecia, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, headache, migraine and pelvic pain to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion date of essure: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2019: plaintiff fact sheet received. Events: migraines, headaches, migration of essure device location of device: migration into uterus, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, nickel taste, hair loss, device was embedded in uterus. Event outcome was updated for the events: dysmenorrhoea (cramping), migraines, headaches, hair loss, nickel taste, dyspareunia was added. Lab data was added. Reporter information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.